Manufacturer narrative:
Device analysis report attached. This report is submitted on february 16, 2024.

Manufacturer narrative:
This report is submitted on december 20, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.